Event description:
The customer reported via phone call that at the end of the infusion set it had air bubbles. As a result her blood glucose level went up to 500 mg/dl. She treated her high blood glucose with an injection. Her belt clip was loose. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.